Event description:
It was reported that shaft break occurred. The target lesion was located in the mid obtuse marginal artery. A 2.25mm x 12mm emerge balloon catheter was advanced for treatment. However, when attempted to cross the lesion, the balloon shaft broke in half. The entire device was removed from the patient and the procedure was completed with a 2.5x20mm emerge balloon catheter. No patient complications nor injuries reported.